Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0f9mb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that she noticed that she experienced the urge to go to the bathroom more often. The change in therapy was gradual in nature. The patient had a couple of falls but was unable to clarify when they occurred. The patient also mentioned that she was under a great deal of stress. These events occurred during use in (B)(6) 2015. During the call on (B)(6) 2015, the patient stated that they did not feel stimulation. The therapy was not on and it was reviewed that therapy needed to be on to be effective. Once the therapy was turned on the issue resolved. The indications for use (ifus) were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Additional information from the consumer reported that they did not think the device was working as she had to go to the bathroom "all the time like every hour or less, and as soon as she went, she had urgency." Stimulation was not felt in the "correct area," noting the patient felt it on the opposite side to where she used to feel it (right side instead of the left). The patient stated she "might have had a fall," but later referred to "the fall" with their healthcare provider (hcp). Later that day, the patient changed programs and settings, but stimulation was uncomfortable, intermittent, and painful. This still occurred when the stimulation was turned off. The device was turned back on and left at 0.6 volts before the patient was redirected to their healthcare provider to address "the fall and intermittent stimulation issues." The patient "may have" a bladder infection or something.

Event description:
Additional information received stated that everything was working fine with her devices. The lead never moved. The patient was just going through very stressful time in her life (unrelated to implantable device /therapy) when she made the calls but now everything was fine and she was receiving therapy as expected.